Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01402, 0001822565-2021-01404.

Event description:
It was reported that the patient underwent a revision procedure of the femoral head and m/l taper stem with kinectiv technology approximately 10 years and 5 months post implantation due to unknown reasons. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a revision procedure of the femoral head and stem approximately 10 years and 5 months post implantation due to elevated metal ions and pain with ambulation. The cup, head, and neck were exchanged metal debris and wear. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b1, b4, b5, g3, g6, h2, h3, h6, h10 the event was confirmed with medical records received. MRI exam identified presence of altr in the joint. There was corrosion at the head-neck junction along with poly wear. The head, neck, and liner were replaced with new zimmer biomet products. No other complication/finding related to the reported event was noted. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00179 0002648920-2021-00305

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: -catalog#: 00801803202 femoral head sterile product12/14 taper, lot#: 61283357. -catalog#: 00771300600 mod fem stem press-fit cementless size 6, lot#: 60778206. -catalog#: 00620005220 shell porous with holes 52 mm o.d., lot#: 60407738. -catalog#: 00625006520 bone scr 6.5x20 self-tap, lot#: 60854359. -catalog#: 00625006535 bone scr 6.5x35 self-tap, lot#: 61110842. -catalog#: 00630505032 liner standard 32 mm i.d., lot#: 61049502.